Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: creases fold, opening curved on anterior and weigh to the spec. A visual and microscopic analysis was performed which identified wear abrasion, non-penetrating nicks and striated opening on anterior. Base on the device analysis the final assessment is: a striated opening on anterior due to surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii. Device has been explanted.